Manufacturer narrative:
Summary of investigation results: due to the limited information about the issue, no clear root cause could be found. The provided data do not indicate a reagent issue. Summary of follow up/corrective actions taken: no follow up/corrective actions were taken.

Event description:
1. There was an allegation of questionable elecsys ft3 iii results for one patient from the cobas 6000 e601 module. 2. Patient age range: asku, 3. Patient weight range: asku, 4. Patient sex breakdown: asku, 5. Patient race breakdown: asku, 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. 3. Device returned to manufacturer? No, 4. Device labeled "for single use?" No, 5. Device reprocessed and reused? No.